Manufacturer narrative:
Investigation summary: catalog # 445870, s/n (B)(6) : the customer reported false positives. An fse went on site and replaced a failing detector board. Due to the lack of an actionable trend on this failure mode, no corrective action is being taken at this time. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. The root cause of this complaint could not be determined, however, because the failing detector board replacement cleared the instrument for use, the complaint is confirmed. Review of the device history record for instrument s/n mg4879 is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with smm related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported while using bd bactec¿ mgit¿ 960 instrument, a false positive result was obtained. Manual confirmatory testing was performed. There was no report of adverse impact to patient or user.